Event description:
During cardiopulmonary bypass surgery, the oxygenator device exhibited reduced gas transfer performance as evidence by low po2 levels. Note: the user facility reported that the pt was undergoing a liver transplant (second transplant in two days) when she experienced cardiac arrest. Emergent procedures were employed-inducing CPR-and the pt was subsequently placed on heart bypass. White on extracorporeal circulation, the pt expired. There is no evidence to suggest that the oxygenator device caused and/or contributed to the pt's death. The user facility reports that the pt expired due to liver-related conditions, renal failure and cardiac arrest.